Manufacturer narrative:
(B)(6) 2018. (B)(6) technical services (ts) confirmed the reported issue. The customer was advised to replace the motor controller printed circuit board. The customer replaced the defective motor controller board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the device displayed an error blower stalled. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 16nov2018. This customer returned the v60 motor controller (mc) board, which was tested and no failures were identified.